Event description:
It was reported that one day post implant, the right ventricular lead had high impedance triggering a warning and oversensing was noted. During the lead revision procedure, noise and high impedance were noted. The lead was noted to be secured but had not been fully inserted. The lead was fully inserted and no noise or high impedance was observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: ddbb1d1 implantable cardioverter defibrillator 2013 (B)(6); 5076 implantable pacing lead 2006 (B)(6). (B)(4).